Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The transplant coordinator reported that the patient expired in the emergency room (ER) due to cardiac arrest. Add¿l info submitted to the MFR reported that the patient was approximately one hour away from home. The patient did not have any backup batteries and the current batteries were alarming at the time. The emergency room physician later reported that the patient expired as a result of loss of battery power.